Manufacturer narrative:
Follow up #1 submitted: 11/12/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the contacts of all the keypad buttons. This report is made based on results of investigation completed on (B)(6) 2012.